Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturing facility for evaluation and the 1st distal stent segment was raised and deformed. The distal tip was damaged. Blood was present in the inflation lumen. The device was inflated to nominal pressure (9 atm's) and the stent deployed with no issues. The device maintained pressure with no evidence of a leak. The inflation lumen and inner were inspected however no holes or material tears were found. Procedural images were provided for review. There are no cd images of the failed driver sprint attempt; however the images do show that the lesion is pre-dilated and a stent is deployed with a good result. There is no evidence on the cd images of any significant opening of the lesion following the pre-dilations indicating that the lesion may have been resistant to ballooning. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4). Evaluation, results, conclusions: root cause of event is undetermined. Methods: film.

Event description:
The physician was attempting to implant a 3.5 mm diameter x 9 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in a patient. The driver sprint stent passed through the lad lesion; however it was not possible to inflate the balloon of the device and it was removed. Prior to use, negative preparation was performed, and device inspection, with no issues noted. No difficulties were encountered with the connection between the inflation device and the hub of the device. Another stent was implanted to treat the target lesion. The patient is reported to be 'good' and no clinical sequelae were reported.